Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package had a protrusion due to impact of the inner stem during distribution. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
UDI- (B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the cavity was damaged from the part pressing up against the cavity. There was a dent but the sterile package was still intact. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available at this time.